Manufacturer narrative:
(B) (4).

Event description:
It was confirmed that the patient's catheter was dislodged. The catheter had moved from t12 to l3 but was still in the intrathecal space. The patient experienced some tightness. The hcp also reported having difficulty accessing the cap (catheter access port). The hcp had attempted to retrieve a csf sample to rule out meningitis. The patient was admitted to the hospital for tests to identify the possible infection source. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.